Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the customer reported issue was reproduced. Evaluation performed the flange sensor test with failing results. A review of the event history log showed flange sensor test failures had occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a faulty flange and mechanism. The flange and mechanism require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a "flange fail" issue (flange sensor failure, system error 21502). This was observed out of box in the biomed service department. There was no patient involvement. No additional information is available.